Event description:
The on-board imager arm of the clinac ix moved unexpectedly towards the pt's face during the treatment, and stopped about 2-3 inches away from the pt. The arm did not contact the pt. No report of injury was received.

Manufacturer narrative:
The varian field service rep examined the device, and determined that the elbow motor shaft had broken off below the belt pulley, due to metal fracture. Immediate correction: the rep replaced the elbow motor and calibrated the arm. The rep performed acceptance with the site physicist and returned the machine to the customer for final verification. Though still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation. (B)(4).